Event description:
In 1990, rptr started experiencing pain, burning, tingling, numbness in left breast, arm & both hands, dry mouth, eyes, nose, vagina, headaches, depression, sleep deprivation, memory difficulties, joint pain, fatigue, weakness especially left arm & hand, swelling of hands and breast, very dry skin, peeling skin, heat and cold intolerance, exercise intolerance. She is waiting to have explant surgery.